Manufacturer narrative:
(B)(4). Physio-control further evaluated the removed power pcb assembly at the failure analysis center. No failure of the assembly could be found. After the replacement of the power pcb assembly and the device was returned to the customer, the device exhibited a similar failure and logged an event code as described in medwatch report number 3015876-2012-00531, which will be referencing this report (3015876-2012-00520) for the complete device investigation. The device was returned to physio-control for further evaluation. Physio observed that the grommet for the negative battery pin in well #2 was loose and also found other battery pins to be worn. This loose grommet caused a loose connection between the negative battery pin and the battery itself and therefore led to the device exhibiting a reset condition. Physio replaced the rear case assembly and other unrelated parts and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device reset itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report reads: "physio observed that the grommet for the negative battery pin in well #2 was loose and also found other battery pins to be worn. This loose grommet caused a loose connection between the negative battery pin and the battery itself and therefore led to the device exhibiting a reset condition. Physio replaced the rear case assembly and other unrelated parts and then observed proper device operation through functional and performance testing." The initial medwatch report should read: "physio observed that the grommet post for the negative battery pin in well #2 was cross-threaded and also found other battery pins to be worn. This cross-threaded grommet pin caused a loose connection between the negative battery pin and the battery itself and therefore led to the device exhibiting a reset condition. Physio replaced the rear case assembly and other unrelated parts and then observed proper device operation through functional and performance testing."

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.